Event description:
On (B) (6) 2010, the primary plif surgery was performed using xia and oic peek. On (B) (6) 2010, the pt complained of pain and visited the surgeon. The pt underwent x-ray and CT scan and it appears that the oic peek has been moved. The surgeon called the sales rep at 4 pm and requested to see the x-rays to confirm that it moved. The sales rep is appointed to visit him on (B) (6) 2010. The product is in the pt thus it is not available for eval. We will try to obtain the x-ray and CT image. Additional info: mar 18, 2010 - the pt was revised on (B) (6) 2010, and it was found that both sides of l5 pedicle fractured. The surgeon....

Manufacturer narrative:
This product is not marketed in the united states, however, similar products are. Additional info has been requested and if made available will be reported in a supplemental.